Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an explant of his scs system due to an infection at the battery site. The patient's physician plans to reimplant a new scs system, which indicates the infection has resolved.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03805.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03805. Follow up identified additional surgical intervention was taken to remove the patient's scs lead, which was only partially removed during the removal of the patient's scs ipg procedure.